Event description:
It is reported that a customer experienced low blood glucose of 61 mg/dl due to stress related issues. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting and was assisted with programming their transmitter. The customer's insulin pump works as designed. No further assistance needed.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.